Event description:
It was reported when using the bd vacutainer® cpt¿ cell preparation tube with sodium citrate there was under-fill or low draw of a tube with blood. The following information was provided by the initial reporter. The customer stated: " failed cpt vacuum from a blood draw."

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported when using the bd vacutainer® cpt¿ cell preparation tube with sodium citrate there was under-fill or low draw of a tube with blood. The following information was provided by the initial reporter. The customer stated: " failed cpt vacuum from a blood draw."

Manufacturer narrative:
H.6. Investigation: bd had not received samples, but two (2) photos were provided for investigation. The photos were reviewed and the indicated failure mode for underfill was observed. Bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint has been confirmed for the indicated failure mode of underfill based on returned photos. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h.10.